Manufacturer narrative:
G2: citation: authors: habib, m., <(>&<)> morton, g.. Onyx cast migration to the right ventricle following trans-arterial embolization of a cranial dural arteriovenous fistula. Cureus, inc. Vol. 15, issue 12, p. E50368 2023. Doi:10.7759/cureus.50368 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "onyx cast migration to the right ventricle following trans-arterial embolization of a cranial dural arteriovenous fistula" (page 1). The time frame of this study was: the review began on 1/30/2023, ended on 12/09/2023, and was published on 12/12/2023 (page 1). The following medtronic devices were used: onyx liquid embolic material (page 1). Deaths occurred in the study population: there is no mention of any deaths in the context provided. Among patient adverse events included: the main adverse event mentioned is the migration of liquid embolic material (onyx cast) to the right ventricle following trans-arterial embolization. Given that the procedure was done more than 24 months before the CT chest, the patient was asymptomatic, and based on their knowledge of right-sided cardiac devices, they opted not to start anticoagulation or antiplatelets. No further information was provided pertaining to medtronic products.